Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 02-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-jul-28 regarding a patient receiving morphine (12.6mg/ml at 5.234mg/day), bupivacaine (20.0mg/ml at 8.308mg/day), and fentanyl (2000.0mcg/ml at 830.8mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2017 the patient had their pump replaced due to end of battery. They were unable to aspirate the catheter as the catheter had completely migrated out of the spine. The entire system was replaced and the issue was resolved without sequelae on (B)(6) 2017. The etiology indicated the event was possibly related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.